Manufacturer narrative:
Unable to prime during prime alarm test. Motor error alarmed during basic occlusion test due to loose/protruding drive support disk. No prime alarms noted. Motor tested ok. Black circle onto he display functioned properly during priming. Cracked reservoir tube window, cracked reservoir tube lip and a scratched display window noted during visual inspection.

Event description:
It was reported that the customer had issues with prime/rewind. The customer's blood glucose reading was 21mmol/l. Troubleshooting was performed, and the insulin pump alarmed. It was stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.